Event description:
On 1st august 2024, rayner received notification from its distirbutor in taiwan of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the optic was cracked and that this was observed before implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a cracked optic was observed before implantation. It is assumed that the lens was partially implanted to see the cracked optic as the lens in the cartridge and/or nozzle is not visible to the user even under magnification. The healthcare facility has confirmed that a back-up lens was implanted successfully during the original surgery session. There was no harm/injury to the patient as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone aspheric rao600c batch 034237856 showed that all manufacturing and quality checks were conducted with successful resutls. All devices released for distribution from this batch were witihin tolerance, met specification criteria and were without defects. There is insufficient information available to determine the cause of the event.